Event description:
Clinicians alleged that the emergency room clinicians had successfully defibrillated a male pt (age unk), who was in ventricular fibrillation, three times (joule settings unk), but on the fourth attempt to defibrillate the pt, device failed to discharge and the screen displayed an "open air discharge message." The clinicians were able to obtain another device to treat the pt. The pt subsequently expired, but the complainant indicated that pt had a history of heart failure, and the reported malfunction did not contribute to the pt outcome.